Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: primary osteoporosis type of fracture: compression fracture levels implanted: l1 it was reported that intra-op, the contrast media leaked from the insertion port when pulling out the stylet during balloon inflation. The stylet was then removed, and the operation was continued. Pressure of the balloon prior to leakage was 200psi and volume was 3ml. As there was no leakage of the contrast media into the patient body and the cavity creation was finished as well, the physician started cement injection. No fragment of the balloon remained inside the patient. The operation was completed without any problems; and no patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical inspection did not reveal any pin holes or rupture points in the ibt balloon or ibt shaft. Functional inspection with a sample syringe confirmed the ibt would not inflate due to dried particles of hardened contrast stuck in the tube and the balloon of the ibt. It was unable to determine if the ibt worked properly while in use. Root cause of the event was undetermined. Additional information: if information is provided in the future, a supplemental report will be issued.